Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 471 mg/dl. Customer indicated that the pump and basal settings are correct. Troubleshooting found that the site is not changed every 2 to 3 days. Customer declined to perform a high pressure test and was advised to call back if needed and to follow up with their doctor about their high blood glucose. No further details given.